Event description:
An ethicon gastric band port that was placed during a prior surgery was suspected to be malfunctioning. During surgery, the physician found that the gastric band port tubing was fractured at the connection to the port.